Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement post implant procedure. The patient experienced extreme right atrial dilation and extensive myocardial scarring. This ra lead was explanted and replaced with a non-boston scientific model in conjunction with a supraventricular tachycardia ablation. No additional adverse patient effects were reported.